Event description:
The intl dist reported the ventilator would not power on. The ventilator was not in use on a pt. Therefore, there was no pt involvement or harm. The distributor's svc tech confirmed the reported problem. The svc tech replaced the power supply to correct the problem. Extended self testing (est) was completed and the unit passed per operating specifications. Factory failure analysis revealed the power supply would not power on due to open fuses. In addition, failure investigation revealed the power supply snubber board was damaged as a result of arcing. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na